Event description:
Agent ide study. It was reported that patient complications occurred requiring additional intervention. On (B)(6) 2023, the subject presented with unstable angina and atrial fibrillation and target lesion revascularization was performed. A 4.00 mm x 24 mm synergy megatron stent was implanted in the mid lad and a 3.50 x 12 mm synergy drug eluting was implanted in the proximal left circumflex artery (lcx). On (B)(6) 2024, the subject experienced esophageal stenosis, nausea and vomiting, and acute kidney injury, and was hospitalized. On (B)(6) 2024, the subject presented to the hospital for cardiac clearance nuclear testing and was noted with positive stress test (objective evidence of cardiac ischemia and angina). The subject also had progressive dyspnea on exertion with occasional chest heaviness. At the time of the event the subject was on aspirin and ticagrelor. The may issues were ongoing at the time of admission and the subject was being treated with medication. Angiography revealed 90% isr at the mid lad and 90% isr at the proximal lcx. The subject was recommended for coronary artery bypass graft (CABG) surgery on a later date and underwent percutaneous coronary intervention (pci) on the same day to relieve symptom burden. The 90% in stent re-stenosis at the mid lad was predilated with a 2.50 mm x 18 mm nc non-boston scientific (non-bsc) balloon. Intravascular ultrasound (ivus) showed in-stent restenosis due to neointimal hyperplasia which was treated with a 2.50 mm x 15 mm wolverine cutting balloon, a 2.50 mm x 20 mm non-bsc nc balloon and laser atherectomy resulting in 80% residual stenosis with timi flow of 3. The subject was discharged on the same day. On (B)(6) 2024, the subject presented to the hospital for the planned CABG procedure with complaints of shortness of breath and chest pain and was hospitalized on the same day. On (B)(6) 2024, coronary artery bypass graft surgery x2 was performed including right internal mammary artery (rima) graft to lad and saphenous vein graft (svg) graft to diagonal. On (B)(6) 2024, the subject was discharged on dapt.